Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 172 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received no a21 alarms and no a17 alarms noted. The insulin pump passed a21 alarm test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during our visual inspection.